Event description:
It was reported that when attempting to screw the needle into the ilium bone, the hub separated from the proximal end of the needle. The indweling needle was removed using pincers & a replacement needle was successfully used to complete the procedure with no further complications being reported.